Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately calcified and severely tortuous common iliac artery. After a 9mmx6cm epic stent was implanted, a 8.0mmx40mmx135cm sterling¿ balloon catheter was advanced for post dilatation. However, during the first inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 8.0-20/3.8t/135cm sterling¿ balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination inspection revealed a 2.6cm longitudinal tear in the balloon wall at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately calcified and severely tortuous common iliac artery. After a 9mmx6cm epic stent was implanted, a 8.0mmx40mmx135cm sterling balloon catheter was advanced for post dilatation. However, during the first inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 8.0-20/3.8t/135cm sterling balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).